Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-92451.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test alarm. The blood glucose reading was 174 mg/dl. The customer was advised that batteries should be stored at room temperature and should be used within expiration date and that the alarm would recur with each new battery inserted, if not cleared.